Manufacturer narrative:
The device was returned to the MFR for eval. It was found that the device was out of calibration only on the zero graft settings. It is unlikely that the out-of-calibration condition would have created an issue as skin cannot be resected on the zero graft thickness setting. As part of preventative maintenance, the following parts were replaced; ball detent, control bar, bearings, swivel, "o" ring, head, reciprocating arm, seal and retaining ring, and poppet assembly. Additionally, it was determined that the head and the control bar were damaged. The device was repaired according to procedure and returned to the customer. A review of service records indicate that the device has only been in once for repair since the device was purchased in 1998. It is documented in the instruction manual included with the device that "the zimmer air dermatome should be returned every 12 months for inspection and preventative maintenance."

Event description:
It was reported that the air dermatome was not cutting evenly. There was no report of injury or adverse pt consequences associated with this incident.